Manufacturer narrative:
It was reported that during a cardiac ablation procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that during the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath - small started leaking irrigation fluid though the hemostatic valve. The dilator was inserted straight. The procedure delayed by 5 minutes. It was not visible by the eye if the hemostatic valve was dislodged/broken. Device evaluation details: on (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub and this finding was reviewed and determined it continues to be deemed MDR reportable. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2020, the initial reporter details were received: (B)(6) the appropriate fields in section e. Initial reporter have been filled in. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 00001224 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during a cardiac ablation procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath, small and a hemostatic valve separation occurred. It was reported that during the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath, small started leaking irrigation fluid though the hemostatic valve. The dilator was inserted straight. The procedure delayed by 5 minutes. It was not visible by the eye if the hemostatic valve was dislodged/broken. There¿s no indication that air entered the patient¿s body. No blood leakage through the sheath occurred. The issue was resolved by replacing the sheath. No patient consequences were reported. With the information available, this event is being coded as ¿hemostatic valve separation¿ since it is most likely that the fluid leakage occurred due to a malfunctioning or dislodged valve. Should more information become available, it will be reviewed and processed accordingly.